Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the contact failure between the endoscope and video connector socket likely occurred because the pin of the video connector and the connector socket wore away due to repeated use for a long period of time (over 7 years), and unsteadiness occurred. Based on the results of the investigation, the low light intensity of lamp a and b likely occurred with two scenarios: it is likely that both lamp a and lamp b deteriorated over time due to repeated use for a long period of time and their light intensity became low. It is likely that more than 7 years have passed since the subject device was manufactured, and the parts of the converter deteriorated over time and failed due to repeated use. Because of the converter failure, power could not be supplied to the lamp, and lighting failure occurred. Per the instruction manual. Be sure to observe the following points. Otherwise, a failure in an electrical contact may result in malfunction. Do not touch the electrical contacts in the video connector socket of this instrument. Do not apply excessive force to the connectors.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a worn-out pin was found inside the video connector causing a worn-out connector block. An aging battery was found, and an unstable image was observed when the pigtail was wiggled. There was browning observed on both lamps. The scope detection problem was confirmed. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed. .

Event description:
A user facility reported that the video system center connector rear panel was broken and that they were experiencing scope detection problems. No patient involvement or injuries were reported. No additional information has been obtained.